Manufacturer narrative:
The cable cutter (p/n: 03.607.513, lot number: l874573) was received at us cq. Visual inspection of the complaint device showed a piece had broken off on the jaw tip. This complaint is confirmed as the jaw tip has a piece broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number: 03.607.513. Lot number: l874573. Manufacturing site: (B)(4). Release to warehouse date: 22. May 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the cable cutter were found in set to be broken. This was discovered when they opened the set for the case. There was no patient involvement. This report is for one (1) cable cutter. This is report 2 of 2 for (B)(4).